Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) at 02:29:10. During night drain cycle five, the patient's ultrafiltration reading was 959ml, indicating the home patient drained 959ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the event was noted from a therapy initiated on (B)(6) 2015 (and not year ¿2092¿ as reported in the previous submission). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received functional and electrical testing. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.